Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch report (mw5150941). The patient is alleging stage 2a breast cancer and stage 3 lung cancer and the possibility of having stage 4 breast cancer. Biopsy of the mass on the patient's left breast and an enlarged lymph node in their left axilla came back positive for invasive ductal carcinoma. This was followed up with a CT scan and a pet scan. The patient is currently waiting for a lung biopsy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.